Event description:
A user facility reported that during surgery the freehand electrode positioning kit (model 1111-3 consisting of a surgical stimulator, epimysial probe, anode plate and clip lead) was not functioning. The electrode positioning kit is used intra-operatively to determine the optimal position of the freehand electrodes on the appropriate muscles. The surgeon positioned the anode plate in the pt's chest pocket and attempted to stimulate the hand but had no response. The hosp had an extra electrode positioning kit available, the anode plate was replaced, and the surgery was completed. There was no pt injury or other adverse event.